Event description:
It was reported that during a follow up, it was noted that the right atrial lead had dislodged. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).